Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of ticket trending data, a review of device history, a review of historical performance of reagent lot 02718h000, and a review of product labeling. The lot search for likely cause reagent lot 02718h000 did identify an increase in activity for falsely elevated patient results. Review of ticket trending data for list 8k25 did identify an increase in complaint activity related to the false elevated patient results. A device history record review was performed on lot 02718h000, which did not show any potential non-conformances, deviations, or non-conformances. Worldwide data was used to review the historical performance of lot 02718h000 and determined the patient median result was within established control limits. No unusual reagent lot performance was identified for lot 02718h000. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated intact parathyroid hormone (pth) result when processing on the architect i2000sr. The initial result was 174.3 pg/ml for sid (B)(6). Retest on a different platform generated a result of 27.20 pg/ml. No impact to patient management was reported.